Event description:
The event occurred in the operating room in 2009, at 12:30 pm. While using the endoscopic linear cutter and stapler, the device cut the specific area of the patient open, but did not discharge a staple to close off the cut made by the device. The surgical procedure then had to be changed from a laparoscopic hepatotectomy to an open procedure due to the staple not discharging. The open procedure had to be performed, stop the bleeding and close. Because of this surgical intervention, the patient experienced a prolonged hospital stay to heal from the initial surgery.